Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the doctor tried to remove the specimen and the pouch tore at the seam. The bag looked very weak and stretched out. It was not reported how the procedure was completed. There were no patient consequences reported.